Event description:
Neurapraxia after facetite treatment.

Manufacturer narrative:
Patient presented with neurapraxia of the right lower lip following procedure of facetite and morpheus8. System inspection did not reveal any technical issues. The relation of the reported paresis to morpheus8 was refuted based on its superficial fractional mechanism of action, and attributed to the facetite device, specifically, to working in the "no fly" zone (over the marginal mandibular branch of the facial nerve) thus causing neurapraxia. Neurapraxia is a known risk of rfal technology. Such condition is expected to be transient, based on our previous experience. Re-training has been conducted for the doctor.